Manufacturer narrative:
Additional information: the logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this instrument at time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that while navigating the universal drill guide (udg), the trajectory 1 was accurate, but trajectory 2 was reported to be off by 5mm in relation to the plan the site made. The site switched to the pointer probe and the trajectory 2 view was accurate. The udg was reverified and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided. Serial number updated to proper value.